Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was evidence of moisture ingress in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: review of the black box data revealed multiple records of unexplained power on reset. On investigation, the returned battery cap and a test cap fit to the pump appropriately. The pump powered on normally and was exercised for 24 hours without any power interruption. Investigation did not duplicate the complaint. Rust/corrosion was visible inside the battery compartment. Leak testing failed due to a battery compartment leak; the battery compartment was cracked. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.